Event description:
Patient presented to the physician with swelling and fluid accumulation at the ipg site. Physician prescribed antibiotics.

Event description:
Patient presented back to the physician with continued fluid accumulation at the ipg site. Physician brought the patient into the operating room, removed the ipg, sensing lead, and a portion of the stimulation lead, aspirated the ipg pocket, irrigated with antibiotic solution, and closed.